Event description:
Additional information indicated that the patient received a new pump shortly afterwards and was doing well. Drugs delivered via the device were reported to be morphine 10 mg/ml and ropivicaine 6.5 mg/ml at a daily dose of 3.004 mg and 1.9525 mg respectively.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed a motor feed thru anomaly, shorting across insulator.

Event description:
It was reported that patient was hospitalized due to vomiting and diarrhea. It was noted that the morphine pump was alarming due to multiple motor stalls. Pump logs showed several motor stalls within a 3 day period. Patient status was stated as recovered ¿not fully¿. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.